Manufacturer narrative:
According to the incident description, a drill broke off when performing the surgery. The product in question was not subjected to an optical examination as it had already been discarded. However, an intraoperatively taken picture was provided for an investigation. The fracture of the drill occurred in the first third of the product (beginning from the tip). Further investigation is not possible based on this picture. It is known that the fracture of the drill occurred during use/ intraoperatively. However, this had no health effect on the patient. It is not known how exactly the surgery was finished (e.g., if a second drill was available). Nevertheless, it is very likely that a slight extension of the surgery was caused due to the reported error pattern. The manufacturing documents and the material certificates of the drill could not be checked as no lot number is known. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing of the product could be determined. It can only be assumed that the incident can be regarded as a random failure of a component with regards to the drill. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. A factor that may favour such a breakage of the drill is the condition of the bone. Since there is also no information available, no statement is possible. This event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: " drill shaft and drill bit broke when performing surgery. Unfortunately, the items were discarded at the account. " note: it is known that the issue occurred intraoperatively, hence it is very likely that it caused an extension of the surgery time. However, according to the available information, this issue had no health impact on the patient. It is not known how exactly the surgery was finished (e.g., if a second drill was available).